Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: e4 a getinge field service engineer (fse) inspected the unit and reviewed the fault logs and discovered the unit to have fault log #24 and the patient interface module failed tests. The patient interface module was replaced and fault log #124 could not be duplicated. The unit passed all functional and safety tests. And was returned to normal use.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e3, h6 (problem code).

Event description:
N/a.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) was not working - fault #124. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.